Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2010, the patient underwent the total hip arthroplasty with the acetabular cup system and the other company¿s pinnacle-a for the osteoarthritis. The surgery was completed successfully without any surgical delay. After the surgery, the acetabular cup implant penetrated the acetabular floor and dislocated into the abdominal cavity. The revision surgery was performed on (B)(6) 2022. During the surgery, penetration of the acetabular floor due to the cup movement, breakage of three screws, black ring at the neck of the stem, fusion of the acetabular side bone, fusion of the proximal femur, and degeneration and disappearance of soft tissue were confirmed. The tip of the broken screws remains in the patient¿s body. After removal of the implants, stryker¿s implants were implanted for the acetabular side, and zb¿s implants were implanted for the femur. The surgery was completed successfully. The surgeon will continue follow the patient. The cause of the loosening was armd and trunnionosis. Doi: (B)(6) 2010, dor: (B)(6) 2022, unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.